Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('upon initial entry into uterine cavity with scope, small fundal perforation noted') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 626158) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, breast tenderness, ovarian cyst, thyroid disorder, pregnant, gastroesophageal reflux disease, vitamin d deficiency, uterine bleeding, nabothian cyst, anemia, metrorrhagia, hot flashes and night sweats. Previously administered products included for an unreported indication: toradol, atropine, valium and motrin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal genital bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury") and device dislocation ("essure migration/essure extends into the uterus"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, psychological trauma and device dislocation outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: patient did essure confirmation test on (B)(6) 2009. Patient received treatment for pain, bleeding, allergic reaction and device migration no. Of coils : left 1 coil, right-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: status post satisfactory essure placement with bilateral tubal occlusion. Lot number:626158, manufacturing date: 2007-10, expiration date:2009-10. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information , date of birth , other relevant history, event : "upon initial entry into uterine cavity with scope, small fundal perforation noted", lab data , age group, auto-narrative supplement added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 626158) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal genital bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury") and device dislocation ("essure migration"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient did essure confirmation test on (B)(6) 2009. Patient received treatment for pain, bleeding, allergic reaction and device migration lot number:626158, manufacturing date: 2007-10, expiration date:2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 626158) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal genital bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury") and device dislocation ("essure migration"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity had resolved and the psychological trauma and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient did essure confirmation test on (B)(6) 2009. Patient received treatment for pain, bleeding, allergic reaction and device migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: invalid case validated; product information updated; event injury(invalid) changed to: "pelvic pain"; adverse events added to case: "genital bleeding", "psychological trauma", "allergic reaction", "device migration". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.